Event description:
After an implantation period of approx. 11 months, oversensing on the ventricular channel was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 33cm distal to the df4 connector pin the lead body was found squeezed and deformed, which is assumed to be the root cause of the observed clinical observations. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. Further damages such as cuts into the insulation 26cm distal to the df4 connector pin, a bent df4 connector pin and a deformed rv shock coil, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.